Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. The reported issue could not be reproduced or confirmed. The device was returned to use.

Event description:
At the start of a procedure, all of the 3 images were distorted. The anatomy was not visible.